Event description:
It was reported that alarm 25 occurred. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus via the pump. There was no adverse impact to the customer's blood glucose level following these actions.